Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The clip test was performed and passed on all three attempts. Failure analysis found the secondary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end, likely causing the non-intuitive motion. The housing was removed for inspection and found no damage. Root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the medium-large clip applier (part# 470327-12 / lot# n10191119 - 0078) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 8 uses remaining. There was no image or video clip submitted for review. Based on this review, the instrument was not used in subsequent procedure after the alleged event reported on this record. This complaint is being reported due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not articulate with the robot. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer only had 2 of these instrument and needed it repaired or replaced. There was no further information provided related to the isi instrument.